Manufacturer narrative:
Complaint (B)(4). 8/7/2019 received used samples: 2pc 454334/b19053lt, 1pc 454334/xxxxxxxg, and 2pc 454334/unknown. 8/8/2019 received customer picture and data. 8/14/2019 received 454334: 1rk b19043hp and 50pc b19053lt for evaluation. Samples were visually inspected. Tubes were verified to be correctly assembled. No visual deviations were noted: no visible cracks or damage to the tubes which would cause leaking between inner and outer tubes was observed. Unused samples were tested, according to gbo standard testing procedures, with regards to level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes had the correct fill guide line position. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The complaint cannot be confirmed.

Event description:
Customer states that blood is leaking inbetween the walls and that discrepant results are received.